Event description:
Received info the pt had the device system explanted because of lack of stimulation due to impedance issues. The system was not replaced. Pt was reported to have recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.